Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
During treatment of a 10mm very tortuous, heavily calcified, 95% stenosed mid right coronary artery (rca) lesion, the physician pushed the diamondback 360 coronary orbital atherectomy device (oad) against resistance, and the crown jumped forward. The oad crown jumped about 30 mm. The physician immediately checked angiographic imaging to see if there was a perforation, however, there was no patient complication observed. The physician attempted to pull back the oad, however, the crown was not coming back with the driveshaft. The crown fractured in the middle. A guide extension was used to retrieve the crown. No fractured components were left in the patient. The patient was in stable condition.